Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and a cracked reservoir tube lip. No data was available due to the insulin pump being received without a battery installed. The insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer passed away at home. The cause of death was unknown; the caller stated that they found the customer lying on the sofa. They are assuming it was natural causes. The customer's blood glucose at the time of death was unknown. The customer was wearing the insulin pump at the time of death. The customer was using sensors and was wearing a sensor at the time of death. The caller agreed to return the device for analysis. No further information is available at this time.